Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that after a patient had a micro-glaucoma stent implanted the device is now touching the cornea. Additional information was requested.

Manufacturer narrative:
No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Not enough information is provided regarding the intraoperative procedure associated with device implantation, and device positioning at completion of the case. There is no report, however; of device failure. Possible root cause is that device malposition/movement is an established risk associated with use of the device and instructions for evaluation and management of device positioning both intraoperatively and postoperatively are included in the product instructions for use (IFU). (B)(4).